Event description:
It was reported that while the nurse was increasing the rate on the pump, the pump shut down completely without alarming. The pump was not isolated by the user facility. The serial number and model number are unknown. The pump will not be returned to the MFR for eval. There was no resultant pt complication.